Manufacturer narrative:
Section d1 brand name: corrected . Section d4 catalog number: corrected. Section d4 primary UDI number: corrected . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for infection. They were experiencing drainage from the thoracotomy site with positive cultures. The source of the infection was the left thoracotomy site bacteremia. The infection was treated with debridement, a blake drain placement followed by wound vacuum assisted closure (vac), and antibiotics. The patient was discharged on (B)(6) 2021.